Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's smart programmer indicated that the therapy was finished (understood to be "therapy has stopped" message), and the ipg was no longer reachable. All settings were within the normal range. An x-ray image showed no abnormalities. The patient could not go to the hospital at the moment, and the hcp wanted to know if the operation could be planned for the future. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they didn't know if the issue was caused by normal battery depletion, and they didn't know the most likely cause. When asked the steps taken to resolve the issue, the rep stated the patient could not undergo surgery at the moment due to family reasons. The issue was not resolved. The rep noted that device removal/replacement would probably be planned in the future.